Event description:
This is a spontaneous case report received from a physician in united states on 31-jul-2012 which refers to a 40-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced unsatisfactory placement-greater than 50% of inner coil trailing into uterus (device dislocation) and possible partial perforation into peritoneal cavity (uterine perforation). No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. In (B)(6) 2012 the patient had essure (fallopian tube occlusion insert) inserted; lot number unknown. On (B)(6) 2012 a hsg was performed but the result was not provided. On (B)(6) 2012 a second hsg was done and showed that left side was occluded but unsatisfactory placement-greater than 50% of inner coil trailing into uterus. Unsatisfactory placement on right; cannot rule out partial perforation into peritoneal cavity. A lap tubal was performed but devices were not removed. The relationship between unsatisfactory placement-greater than 50% of inner coil trailing into uterus (device dislocation) and possible partial perforation into peritoneal cavity (uterine perforation) and essure was not reported. This case was converted from the conceptus database into argus on 09-oct-2013. The medical content of the case was not changed. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: nullification: this report # us-bayer-2013-122021 will be deleted in bayer safety database, all information was transferred to duplicate record # (B)(4). Which will be retained.